Manufacturer narrative:
This is the second of two reports for the same patient involving two lot numbers of the same product. It is unknown which contributed to the event. The complaint product was not returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4)

Event description:
It was reported on (B)(6) 2016 by the eye care professional (ecp) that a female patient was diagnosed with a corneal ulcer in the left eye and the patient believes the contact lenses were the cause. Additional information was received from the ecp on 03/07/2016 which stated that on (B)(6) 2016 the patient's mother made an urgent appointment because the patient's eyes were red from contact lens wear. The patient's eyelids were red and swollen, but no discharge. The patient reported that the contact lens broke up in her eye. On examination, a corneal ulcer was seen, which stained the fluorescein. The ulcer was located in the left eye, in the inferior-nasal quadrant, approximately 2-3 mm in size. The patient was advised to cease contact lens wear immediately, no contact lens wear in the future and she was referred to an ophthalmologist immediately, however the patient decided not to go. This ecp no longer takes responsibility for this patient due to this fact. The ecp suspected that the ulcer was non-infectious, and did not see an anterior chamber reaction. Resolution is unknown, as the ecp did not see the patient again, nor did she go to the ophthalmologist. The patient reported that she felt that the contact lenses are the problem, since they are 'breaking up' in her eyes and when she removes them from the container, they are already torn. Additional information has been requested but not yet received.

Manufacturer narrative:
This is the second of two reports for the same patient involving two lot numbers of the same product. It is unknown which contributed to the event. Product from the same lot number was returned for evaluation and found to meet specifications. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. There was no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. The root cause could not be determined. (B)(4).